Event description:
It was reported that pump had depleting battery. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, cts was unable to calculate battery depletion because pump was not linked in system, and no additional information was received regarding the outcome of the event.